Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported during a procedure the infusion/irrigation source became empty. The surgery was not completed. Pt harm is unk at this time. Add'l info has been requested, but none has been received to date.